Event description:
It was reported that the modular cable was assessed on the patient in clinic and the exterior appearance looked tattered, so it was planned to be exchanged. When the ventricular assist device (vad) coordinator had the new modular cable connected to the backup system controller and connected to power, they disconnected the original modular cable from the patient and connected the pump cable to the new modular cable and system controller. The pump was running for a few seconds before the driveline disconnected hazard alarm occurred. The pump initially started running then shortly stopped. They switched back to the original modular cable and system controller which cleared the alarm. The site felt that the brand-new modular cable did not function correctly. The patient was admitted to the hospital status 3 for driveline infection. On (B)(6) 2924, an attempt was again made to change to a new modular cable and new system controller, however, the same issue happened. Log files were sent for review. Log files form the original system controller and modular cable captured a driveline disconnect on (B)(6) 2024 at 14:09:29 in an attempt to exchange the system controller and modular cable as reported. The driveline was reconnected to the system controller on (B)(6) 2024 at 14:10:30 and the pump returned to operating at the set speed. The equipment was operating as intended. Log files submitted for the new system controller and modular cable and showed the pump starting & stopping on (B)(6) 2024 between 14:16:27 and 14:15:30. Per technical services, the investigation of the returned modular cable discovered some corrosion on a few of the modular cable inline connector male pins, and suspected that there could also be corrosion on the pump side of the driveline, which was suspected to be the cause of the pump being unable to maintain the set speed. Per technical services, it was offered to clean the pump side driveline connector, and it was their understanding that the clinical team was possibly going to bump the patient up on the transplant list. It was not clear if any treatment was to be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline disconnect alarms was not confirmed as no relevant log files were available for review and the reported event was not reproduced during testing of the returned modular cable. Provided information stated that no log files were downloaded at the time of the initial driveline disconnect alarm that occurred on (B)(6) 2024. Visual inspection of the returned modular cable revealed a dried green and white residue consistent with corrosion on two of the pins in the inline connector. The returned modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller, and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The root cause of the driveline disconnect alarms could not be conclusively determined through this analysis. Although not confirmed, the observed corrosion on the pins in the inline connector may have contributed to the reported event. Visual inspection of the returned modular cable revealed that the o-ring within the inline connector was frayed. The lot number of the heartmate 3 modular cable was not reported with the event. Heartmate 3 instructions for use ( rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect and pump off alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.